Event description:
Customer states he had problems with his vancomycin assay. He provided discrepant vancomycin results for one external proficiency sample and three levels of vancomycin calibrator "run as an unk": proficiency sample original result was 7.4 ug per ml, same proficiency sample repeated (B) (6) 2009 gave 11.8 and 12.3 ug per ml. Another bottle of same proficiency sample was also tested (B) (6) 2009 giving 12.9 and 11.7 ug per ml vancomycin "0" calibrator , tested (B) (6) 2009, recovered 3.6 and repeated as less than 0.7 ug per ml. Vancomycin level 2 calibrator, tested (B) (6) 2009, recovered 5.2 and repeated as 2.4 ug per ml. Vancomycin level 3 calibrator, tested (B) (6) 2009, recovered 7.9 and repeated as 5.0 ug per ml. Customer said no pts were affected and that "pt results were never in question".

Manufacturer narrative:
The field service rep was unable to reproduce the issue. He performed a check test, fp calibration and fp precision check. The customer has recently experienced a power outage to the building and reagent and calibrators might have been jeopardized. Recommendation was made to the customer to order new reagents and calibrator to further evaluate the issue.